Manufacturer narrative:
Product analysis found visually, there was no inner and outer hubs damage. There was a brown residue at the distal end of the spiral wrap (on the bur tip). There were striations on the part between the bur tip and spiral wrap. The bur tip was still intact when returned, it was not off. The spiral wrap was deformed, it was extended passing the outer blade. The extended part of spiral wrap measured 0.278 inches from the distal end of the outer blade to the distal end of the spiral wrap. Functionally, the inner assembly spun freely by a hand and resulted in binding. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Fdm b01, fdr c070601, fdc d1102 and img g04030 are applicable. Fdm b21, fdr c21, fdc d16 and additional code img g04041 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up bur head was loose and came from the body but still attached.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during intra-op, the surgeon used the bur, but when he wanted to use it again, he realized that the bur tip came off. The fault was found before it was used in patient. He had to replace the faulty unit another bur completed the surgery. There was no fragments inside the patient and procedure was completed with back up product. There was no patient impact.